Event description:
The manufacturer was contacted in reference, to a patient. That was reported, as deceased. The patient was using a dreamstation 2 advanced auto CPAP device. And it was not reported, whether use of the device contributed to the patient's death. The patient's cause of death was not specified. The patient's condition prior to death and any medical intervention was not specified. The device has not yet, been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.